Event description:
It was reported that hinges allegedly would not lock. No injury reported.

Manufacturer narrative:
It was reported that hinges allegedly would not lock. No injury reported.the actual device will not been returned. Other devices that have been evaluted the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
This device is not reportable under the same malfunction as 9616086-2023-00007. There was no reported injury to patient.